Manufacturer narrative:
The investigation of access site bleeding has been completed. Access site bleeding - major: clinical reports a large hematoma was observed around the sheath at the left groin. Manual pressure was applied and p-level was dropped to p-2 after finishing intervention. The product was returned for investigation and no damage or abnormalities were observed. The cause of the access site bleeding was not determined due to lack of clinical details and no abnormalities observed in the product investigation. D9 device returned to manufacturer date added.

Event description:
The user facility reported that the patient had a cp pump placed to support the planned high-risk percutaneous coronary intervention. The patient was to have coronary microvascular disease treated when patient had declined the coronary artery bypass graft. The pump was placed and when the case completed the groin suffered a bleed. The bleed was treated by pressure being held, explant, vascular consult, perclose, and additionally an angioseal. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿